Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly calcified forearm vein. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A pcb 5.00mm / 2.0cm / 50cm otw - ous was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly calcified forearm vein. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.